Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device evaluation that the colono videoscope had a white foreign material in the air/water cylinder and tube. It was also discovered that the plastic distal end cover was burned. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide corrections, additional information and results of the legal manufacturer's final investigation. Please see corrections to b5, and h6 (please dismiss the previously submitted component code, 772, and problem code, 1071). Lastly, see updates to h3, h4, h6, and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 10 years since the subject device was manufactured. Based on the results of the investigation, the type of foreign materials that remained in the air/water cylinder and the tube could not be identified, and the root cause of why they remained in the device could not be specified. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Please disregard the finding of a burn to the plastic distal end cover that was noted in the initial medwatch.